Event description:
It was reported that on (B)(6) 2025, the c-arm on a selenia dimensions mammography system moved in a downward direction and would not stop despite the foot switches being released. A field engineer examined the equipment and determined that both foot switches needed to be replaced. The field engineer replaced both foot switches and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported.

Manufacturer narrative:
On march 25th, 2025, a customer reported that both footswitches resulted in the c-arm moving downward without command on a selenia dimensions (serial number (B)(6)). The distributor of the device ordered two replacement footswitches. No patient or user injury was reported. The part was not returned. Because of this, no initial evaluation was performed. The footswitch was 5124 days old from the system install date to the distributors part request date. Because the part was not available, the investigation is limited to a complaint review. There were no prior footswitch related issues or uncommanded motion issues after the fse performed the troubleshooting. Possible causes for footswitch issues include wear and tear due to part use or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: the probable cause is a stuck footswitch; the root cause is unknown due to the unreturned part. The severity for this incident is very low, and the calculated post risk control risk index is considered acceptable. Because of this, and because there was no severe injury, no CAPA is required. This will continue to be trended and monitored. Complaint confirmed: no. Device history record (DHR) review.: UDI: (B)(4). Sku: sdm-05000-3d2. Serial number: (B)(6). Date of manufacture: 4/19/2011. Installation date: 6/24/2011. Incident date: 3/25/2025. Date of part manufacture: unknown. Complaint history review: there were no previous footswitch complaints. DHR review summary: there were no discrepancies listed in the DHR.